Manufacturer narrative:
The insulin pump passed operating current test, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 202 mg/dl at the time of incident. The product will be returned.